Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed the ECG fall-off test. The cause for the failure was due to an open lead 2 positive wire in ECG "b". The root cause for the open wires was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was receiving gong alarms.